Manufacturer narrative:
Drill bit breakage: check of the DHR of the lot # involved (201411377) did not show any pre-existing anomaly. No pre-existing defects were found on the material ((B)(4)) used to manufacture the bit. The broken drill bit was thrown away at the hospital so we could not receive and analyze it. By a picture provided, the breakage occurred at the beginning of the helix part, at a certain distance from the tip. An unexpected bending load during use is the most likely cause for the breakage of the drill bit. Limacorporate, after receiving other similar complaints, in (B)(6) 2016 performed the following corrective action on the drill bits with model # 9084.20.081 and 9084.20.086: improvement of the drawings with increase of the core diameter of the drill bits to enhance the mechanical strength of the drill bits. Limacorporate will keep monitored the market to verify the effectiveness of the above corrective action. Missed snapping of l1 poly liner into baseplate: check of DHR of the lot # involved (2015at0nc) did not show any pre-existing anomaly. We received the liner involved and we dimensionally checked it. Some of the dimensions of the poly liner peg (part of the liner critical for the coupling with metal back) were found to be slightly out of tolerances, but these slight deviations were probably due to the use of the liner "in vivo" and consequent deformation of the poly. We also performed a functional check, by inserting the returned liner to a sample baseplate as per surgical technique. Even if deformed, the poly liner snapped correctly into baseplate with an audible click, and was perfectly stable into baseplate after insertion. Based on the above analysis, the returned liner could perform well during surgery; the intra-op issue may be due to presence of bone fragments in the locking mechanism or to an improper insertion of the liner into metal back by the surgeon. According to our pms data, the occurrence rate of similar events with l1 poly liners is low ((B)(4)%; (B)(4) cases reported on 9680 l1 liners used ww since 2003). Limacorporate will keep monitored the market.

Event description:
The drill bit ( model # 9084.20.086) broke into two during surgery, when drilling the hole for the glenoid screw. During same surgery, surgeon tried inserting a l1 poly liner (model # 1377.50.010) into the l1 metal back baseplate, but liner would not snap into baseplate. Another l1 liner was used with the same baseplate without reported problems. Surgery was completed successfully without consequences for patient. The event occurred in the us.